Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence related to unspecified device issues, which led to a revision surgery. The aus was removed and replaced. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The cuff was visually and microscopically examined, and leak tested. A hole was identified proximal to the cuff edge, consistent with wear at a corner of a fold. The pump was visually and microscopically examined, and leak tested. No anomalies were found with the pump. The balloon was visually and microscopically examined, and leak tested. No anomalies were found with the balloon. Based on the information available and analysis results, the hole identified in the cuff could have caused or contributed to the reported clinical observation of urinary incontinence.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence related with unspecified device issues, which led to a revision surgery. The aus was removed and replaced. No patient complications were reported.